Event description:
New information received notes programming changes were made to address the loss of capture observed. The patient's system was functioning normally after the programmed changes.

Event description:
It was reported that loss of capture and non sustained right ventricular episodes were observed on the implantable cardioverter defibrillator. Additional testing and an increase in cardiac output was being considered. Further information notes the patient was in hospital for unknown reasons. No patient symptoms were reported.